Event description:
Sorin group received a report from a customer that during a case, the level sensor did not detect the level. The level sensor was changed out but the problem persisted. The case was finished without the level sensor. There was no pt injury.

Manufacturer narrative:
No lot number was provided. Therefore, the manufacture date is unk. Sorin group (B)(4) manufactures the disposable mounting pads. The pads are used with the s3 level sensor, 510(k) number k955152. The incident occurred in (B)(6). It was reported to sorin group that the same level sensor has been used for the last three months without any problems. Sorin group (B)(4) has requested for all of the involved product to be returned for eval. The investigation is on-going. A follow-up report will be sent when the investigation is complete.